Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition a labeling review was conducted. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings for medical complications and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Information was provided by the manufacturer. The field service specialist (fss) visited customer site and upon inspection of the unit, he confirmed the error in the error log. Fss performed the preventive maintenance (pm) checklist on the unit, which several filters and an o-ring were replaced as part of the pm. The system passed all functional test and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error) occurred on the whitestar signature system. In troubleshooting, system was rebooted several times and the issue was resolved. The initial report indicated that there was no patient involvement reported and no patient treatments delayed or cancelled.